Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service c ode 104) was confirmed due to contamination on ca board component j101. The monitor was unable to communicate with the sd card due to the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.